Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Patient reported "deflation". Healthcare professional later reported "deflation". This record is for the "right" side. The device remains implanted.